Event description:
It was reported that the customer experienced an elevated blood glucose level of 236 mg/dl. Reportedly, the customer observed air bubbles within the tubing. Customer primed out large air bubbles from tubing to address the issue.